Event description:
Performing lumbar through sacral vertebra (l5-s1) transforminal lumbar inter-body fusion with extension to pelvis. Bone tap broke off inside patient's bone while tapping bone. Left about 50 mm of stainless tap in pelvis. Surgeon tried multiple times to remove tap without success.====================== manufacturer response for bone tap, power bone tap 8.5mm======================they would like the equipment back for testing, but we have secured the items for now.